Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged esd700 component on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the esd700 component. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed pulse testing.